Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient reported that their pump flipped and they had surgeries on it. The patient stated that now the spasticity was even worse. They did a dye study in february and they did not see anything as far as the pump not working. The patient also said that when they go and get it increased, they would feel it and then it disappears and the spasm comes right back. The patient mentioned that they are so tight that her bones are starting to crack and her legs are cracking and popping. The patient confirmed that they have no infections, no uti's (urinary tract infection), no constipation, but they were stiff as a board, waking up stiff, going to bed stiff, and now their legs were sore as they walk. The patient was redirected to their healthcare provider to further address the issue.